Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on 06/19/2006 and a mesh was implanted. It was reported that following insertion patient experienced infection, urinary problems, recurrence, neuromuscular problems, organ perforation and vaginal scarring. It was reported that the patient underwent graft revision on (B)(6) 2012 due to dyspareunia. It was reported that the patient underwent urethrolysis and mesh removal on 7/1/2013 due to urinary obstruction, retention and mesh complications. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure to treat symptomatic prolapse and incontinence on (B)(6) 2006 and mesh and obtryx were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.